Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date, and explant date. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Multiple requests for further info have been made. Allergan has received no response from the authors. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Pouch dilation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pouch dilation as follows: "band slippage and/or pouch dilatation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."

Event description:
Reported event of pouch dilation from journal article: "does pregnancy increase the need for revisional surgery after laparoscopic adjustable gastric banding?", obes surg (2010) doi 10.1007/s11695-010-0235-7. This medwatch represents the 47 pts who experienced "proximal pouch dilations (ppd)".